Event description:
It was reported by a neurologist that a vns pt was experiencing increase in seizures and had pain in her neck. Pt's seizures started after she was adjusted about a month ago and a week after adjustment the pain started. Her neck pain doesn't occur with stimulation but is intermittent and happens every 2-3 hours. The neurologist lowered the vns generator output setting from 1.25ma to 1ma and the diagnostics were within normal limits.